Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient fell and has increased pain over their ins site. The patient has not been seen yet. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient fell and had tingling in her cervical extensor region on the right side. Impedances were checked and the patient had a possible short with electrodes 0 and 10. The patient was programmed to avoid electrodes 0 and 10. It is unknown if the issue was resolved at this time. No further complications were reported.